Manufacturer narrative:
The field service engineer (fse) determined the customer diluted the patient samples. The fse observed the tubing through pinch valve pv22 kinked at connection to the needle vent chamber (vc4), restricting the vacuum used to dry the needle vent line after rinsing prior to the next aspiration. The fse observed the actuator, for pinch valve 22, was sticky and repositioned the tubing and replaced the actuator. The fse also replaced the actuators on the pump module and on pinch valves pv21 and pv24. The fse completed an acceptable reproducibility test. The fse noticed low vacuum was fluctuating during system test. The fse cleaned and flushed the low vacuum supply and replaced the low vacuum regulator. The fse noted new vials of quality control (qc) and all controls were within range. The fse verified acceptable latex calibration. The customer then performed 20 patient samples analyses and noted all results correlated. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the kinked tubing, the actuators, and vacuum regulator, is the likely cause of the event.

Event description:
The affiliate stated the customer reported platelet background issue and failed mean cell volume (mcv) delta for one patient sample involving the coulter lh 500 hematology analyzer. The customer reanalyzed the sample, on the same instrument, and noticed hemoglobin results did not correlate, with an initial result of 126.6 g/dl and retest values of 114.8, 114.9, 113.8 g/dl. The initial result was released to the emergency room (ER). The customer issued an amended report within 15 minutes of the initial report. The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this incident. The patient's sample was collected in a 3.5 ml hemagard ethylenediaminetetraacetic acid (edta) tube. The customer indicated quality control (qc) was within range. The customer also performed a test study on a separate patient sample and noted the initial result was elevated, and a lower retest value was obtained. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.